Manufacturer narrative:
D9: update device returned to manufacturer, date. H2: device evaluated by manufacturer - yes h6: code c19 - the device history record was reviewed that each manufacturing and inspection operation was performed and indicated the product met specifications and procedures. Code d1102 and d12 - the reported failure mode, broken and leaking sheath valve and the separation of the inner film tube and catheter was confirmed through an evaluation of the provided photo and the returned introducer sheath. The gds film tube was found disconnected from the trailing outer fitting and protruding from the trailing end of the introducer sheath. Additionally, a crack was observed in the trailing ring snap component, and the trailing outer fitting was separated from the introducer sheath and locked on the dilator. It was reported that no abnormalities were observed during the preparation or insertion of the introducer sheath, and the failure was noted only during the removal of the dilator. Therefore, the likely cause of the failure mode may be attributed to the removal of the dilator while it was locked, resulting in the cracked trailing ring snap component and the separation of the gds film tube. The IFU was reviewed with respect to the details provided in the complaint. The gore® dryseal flex introducer sheath IFU includes the following procedural step: once the sheath tip as reached the appropriate target treatment site, hold the sheath steady and maintain guidewire position while unlocking and withdrawing the dilator from the sheath until it is completely removed from the guidewire. Unlock the dilator from the valve body by twisting the dilator cap counterclockwise until the arrow on the dilator cap is aligned with the ¿un-lock¿ icon on the valve body. In addition, the IFU also states, possible adverse events and complications that may occur with the use of gore® dryseal flex introducer sheath or any introducer sheath or in any endovascular device insertion procedure and which may or may not require intervention include, but are not limited to: blood loss, bleeding, hematoma.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be used with a 16fr x 33cm gore® dryseal flex introducer sheath (dryseal sheath) during procedure to treat abdominal aortic aneurysm combined with bilateral internal iliac artery aneurysms. There was no abnormal observed during preparation of the dryseal sheath. When using the dryseal sheath and inserting in patient, the dilator was removed, and it was found that the valve of dryseal sheath was broken and leaking, the inner film tube and catheter were separated at distal end. Physician tried to use hemostatic forceps to stop bleeding, but it didn't work. Therefore, another dryseal sheath was used to complete the procedure successfully. There was no adverse consequence to patient.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: device will be evaluated after it is returned. Production record is under investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.